Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2019, the patient underwent a surgery for distal humerus bone fragment with the drill bit in question. When a nurse connected the drill bit to a chuck and he/she pass the drill bit through the double drill guide, the drill bit broke at its neck. The surgeon used a k-wire instead, and the surgery was completed successfully. The surgery was delayed by less than 30 minutes. No further information is available. Concomitant device reported: double drill guide (part# 312.140, lot# unknown, quantity# unknown), unknown chuck (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The visual inspection of the returned drill bit has shown that the shaft is broken as complained. The tip section and the cutting edges are strongly worn out. The complaint is rated as confirmed as the drill bit is broken as complained. We suppose that the bad condition of the device before the surgery in combination with a mechanical overload situation during use has led to the breakage. In this context, we would like to draw your attention on page 7 in the leaflet ¿important information: check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part: 310.110, lot: f-24011, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 03.apr.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional pro-codes: gfa, gff, hsz. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device returned. A review of the device history record has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a surgery for distal humerus bone fragment with the drill bit in question. When a nurse connected the drill bit to a chuck and he/ she pass the drill bit through the double drill guide, the drill bit broke at its neck. The surgeon used a k-wire instead, and the surgery was completed successfully. The surgery was delayed by less than 30 minutes. No further information is available. Concomitant device reported: double drill guide (part # 312.140, lot # unknown, quantity # unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).